Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the reported event was confirmed. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomenon occurred due to failure of the power board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility. E1: (B)(6).

Event description:
It was reported, the high definition lcd monitor shut down suddenly and would temporarily stay on for only a few minutes after being restarted. The issue occurred during preparation for use prior to an unspecified diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.